Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found the device laying on a surface outside of its package. The cable that holds the soak cap seems to be frayed, which constitutes a cosmetic damage that does not affect the functionally of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: case: (B)(4).

Event description:
It was reported that during a acl reconstruction, the motor drive unit was turning on without pressing the button, and the oscillation was slower even when the maximum setting was selected. The procedure was completed without surgical delay using the same device. No harm to the patient was reported. No further complications were reported.